Event description:
It was reported that a light sensitive drug set had a line ¿rupture¿. The location of the defect was in the part of the tubing that goes inside the infusion pump. An unspecified pump was being used to administer nutrition at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Age of the patient is unknown, however the reporter stated the infusion was to a neonate. Should additional relevant information become available, a supplemental report will be submitted.